Manufacturer narrative:
Concomitant medical products: tem1509g (lot#: sqf0042x); abstack30( lot#: n6e0248mx, n5e0467mx). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic laparoscopic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence and pain. Post-operative patient treatment included revision surgery.